Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seals did not deploy out of the delivery tube into the aorta and the second seal cracked during loading. Third seal was used to complete the procedure. No pt complicaitons were reported by the hosp.